Manufacturer narrative:
D10 h10: the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. D10 h10: the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen would open menus without the customer's interaction. Customer's blood glucose was 81 mg/dl. During troubleshooting with tandem technical support, the issue was resolved.